Event description:
Initially high defib thresholds detected and lead revision planned. At revision, dr found liquid behind the insulation and a small insulation defect visible. Device was removed from service. No patient complications have been reported as a result of this event.